Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an issue with the pump battery. Customer¿s blood glucose level was 190 mg/dl. No further information regarding the event was provided and the customer declined follow up from tandem technical support.